Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 32 mg/dl. Customer went to the emergency room and was treated with an injection and was administered an intravenous (IV) fluids. Contact did not know what was in the injection or IV. After 4 hours, the bg was normal and customer left the ER in ¿normal¿ condition. Cause of low bg was not known by the contact.